Event description:
Mahurkar catheter came out of winged "o" ring section. Plastic underneath "o" ring was broken (not seen). (Winged section remained attached to pt at time of transport to hosp). Result of catheter dislodgement was blood loss and possible future infection. Pt required hosp evaluation to have catheter replaced.